Event description:
During an esophagectomy procedure, staples would not come out of the first device. A second like device was used and the staples easily fell off the tissue. There was no pt consequence.